Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump passed self test and unexpected restart error test. No unexpected pump resetting anomaly noted. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the insulin pump was scrolling when the down arrow button was pressed. Customer's blood glucose was 117 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.